Manufacturer narrative:
The suture strand was broken and frayed at one end. The suture fraying was determined to be the cause for the reported condition.

Event description:
The device was used during a bowel resection procedure. Reportedly, the suture broke as knots were being tied. The surgeon used another suture to complete the procedure. No pt injury was reported.